Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries. The fse noted an expired safety disk and replaced it. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) battery had a short run time after charging. No patient harm, serious injury or adverse event was reported.